Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, the patient admitted to the emergency room with a very low heart rate due to loss of capture on the right ventricular lead. Upon further examination, it was found that the lead also exhibited high pacing lead impedance associated with a suspected lead fracture. On (B)(6) 2020, the patient underwent a lead revision procedure. While attempting to remove the lead from the pacemaker, it was found that the set screw could not be rotated causing the lead to be stuck to the connector block. The physician attempted to remove the set screw but without any success. The lead was then cut and replaced along with the pacemaker device. The new pacemaker and lead were tested and found to be satisfactory. The procedure was completed successfully and the patient remained in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-08032.

Manufacturer narrative:
The reported complaint of unable to untighten the setscrew to remove the lead was confirmed. The device was returned with the right ventricular lead cut off and stuck in the connector. Examination of the ventricular (v) setscrew found the septum was partially cut out in the field to access the setscrew. The visible portion of the inset is stripped round. Calcified blood was found in the inset of the setscrew. The calcified blood blocked the wrench from fully engaging the setscrew inset. Wrenches cannot penetrate the calcified blood. Once blood was removed, the setscrew inset can be seen to be 75% stripped. A wrench was inserted into the inset and engaged the remaining inset walls. The set screw was untightened, and the right ventricular lead was removed from the connector. The blood most likely came through a hole punched through the septum by the torque wrench in the field consistent with procedural damage. The device was otherwise normal. No anomalies were found.